Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient said she can feel the ins moving in the pocket. The patient said it slides around. The patient also noted that she hasn't been using the device. The patient has surgery several years ago, and hasn't had pain since she had the surgery. The patient said she didn't enjoy the device when she was using it. The patient said she has been keeping the device charged, but because she doesn't need it she forgets to charge it. The patient said she hasn't charged the device in 3-4 months which is the longest she has gone without charging it. The patient has not tried to charge the implant. The patient was redirected to their healthcare provider (hcp) to discuss getting the device removed. No further complications were reported. No additional patient symptoms were reported.